Event description:
It was reported that the pump battery was depleting quickly and that the insulin gauge was inaccurate.. Additionally, it was reported that the pump housing was damaged making it difficult to load cartridges. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.